Event description:
Additional information received indicating that the device was interrogated with a magnet on a separate in-clinic follow up and no concerns were noted on the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated but was unsuccessful. No intervention has been conducted at this time. The patient was stable with no consequences.